Manufacturer narrative:
(B)(4). Evaluation results: (mi, gi bleed).

Event description:
The patient had a 2.5 mm x 14 mm endeavor sprint rx stent implanted to the mid lcx during a staged procedure. Ten days previously the patient had a 2.50 x 24mm endeavor sprint rx stent implanted to the mid lad (ref MFR # 2953200-2008-01138). Patient was asymptomatic/free of symptoms at 30 day, 6 month, 1 year, and 1.5 year follow-up. Approximately 20 months post index procedure it is reported that the patient suffered q-wave mi. The investigator assessed that the target lesion was involved. Investigator also stated that the relationship between the event and the study stent was not assessable. On the same day, the patient suffered a spontaneous gi bleed. The investigator assessed that the event was not related to the study stent. The patient underwent a revascularization (balloon only) of the mid lad on the same day due to restenosis after previous ptca. The investigator stated that the relationship between the event and the study stent was not assessable. One day later the patient underwent a ptca revascularization. One endeavor resolute rx stent was implanted to the 1st left posterolateral branch. The investigator assessed that there was no relationship between the event and the study stent. Patient was asymptomatic/free of symptoms at 2 year follow-up.